Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose up to 595 mg/dl and the cause was unknown. A manual injection via insulin pen was administered to address bg. A pump system check was performed and no device issues were identified. A recommendation was made for the customer to discuss elevated bg with a healthcare provider.